Event description:
On 27-dec-2023, a spontaneous report from the united states was received via telephone regarding a 46-year-old female who was using a thermacare neck/shoulder/wrist heat wrap. On 28-dec-2023, additional information was received. Medical history included long term use of thermacare heat wraps. Concomitant products were not provided. On (B)(6)2023, the consumer topically applied a thermacare neck/shoulder/wrist heat wrap to her neck for an unspecified indication. Approximately 3 to 4 hours, after applying the heat wrap, she noticed the heat wrap was a little warmer than usual. When she woke up on (B)(6) 2023, she noticed her neck was burned. It had blistered and some of the blisters popped. The area was red and painful. The area of the burn was a little smaller than her palm on the right side of the neck. On (B)(6) 2023, she was diagnosed in an emergency room with a 2nd degree burn on the right side of her shoulder. She was put on an antibiotic ointment, silver sulfadiazine, vicodin (hydrocodone and acetaminophen for pain, was giving a dressing, and a referral to a burn clinic. The burn was in a hard-to-reach spot and it was difficult to dress herself. She had to go to her parent's twice daily so they can help her. On (B)(6) 2023, she went back to an ER and was prescribed oral amoxicillin to take twice daily, apply silver sulfadiazine twice daily, and triple antibiotic cream twice daily. She noted due to the location of the burn, healing may be difficult. She anticipated calling her primary care provided. As of (B)(6) 2023, her shoulder was red and oozing.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.